Event description:
The customer reported, that they observed false negative test results on the ortho provue analyzer. The customer had performed antibody screen testing of the 2 pts using the manual gel method prior to this incident, and obtained weak positive test results for each pt. An incident of this nature could lead to transfusion of incompatible blood. Erroneous results were not reported as the test results did not match historical records or test results obtained with an alternate test method.

Manufacturer narrative:
An ocd field engineer visited the site and indicated that, the customer had used a highly concentrated, off label cleaning solution for maintenance. Fluidics pressures were high and the incubator was high within the specification. The fe indicated that these factors may have resulted in the false negative test results. The fe replaced the fluidics system and returned the analyzer to expected operation.